Event description:
It was reported by the customer that during a left functional endoscopic sinus procedure, the handpiece is leaking irrigation fluid near the cutter release switch. The leak was observed in the middle of the procedure; the procedure was finished with this handpiece. The procedure was lengthened by approximately 15 to 30 minutes. There were no reports that the leakage contacted the patient or of any additional treatment given to the patient due to this reported event. There were no reports of any adverse patient events associated with this alleged malfunction.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation the technician was unable to duplicate the reported event; the handpiece performed within specifications. The leaking irrigation fluid observed by the customer most likely was caused by the use of a worn cutter; the cutter may have been worn due to the length of the case. The handpiece was cleaned, lubed, adjusted and returned to the customer.